Event description:
The customer reported that upon opening a new reservoir, the plunger will push insulin out, but once it is in the insulin pump, it will lock up. The customer stated this occurred with multiple reservoirs and she believes the insulin pump is the issue and not the reservoirs. The customer was advised to revert to a back-up plan. Her blood glucose was 404 mg/dl, which was treated with manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-95384.